Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the intermacs registry on (B)(6) 2015 stating: chronic intravascular hemolysis secondary to pump thrombosis. (B)(4).

Manufacturer narrative:
The user facility's cardiothoracic transplant specialist provided the additional information, and still reports that according to their records the patient¿s pump was not exchanged, and that the patient expired on the original pump. The patient¿s expiration referenced in this section was reported under medwatch MFR. Report # 2916596-2015-01978. The pump was not returned for evaluation and an autopsy was not performed. A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information/clarification of previously submitted medwatch/(B)(6) report: it was confirmed that the patient did not receive a pump exchange for chronic intravascular hemolysis secondary to pump thrombosis as indicated in the (B)(6) report. The patient had received frequent blood transfusions for gi blood loss. Laboratory tests showed that the patient's hemoglobin level was stable; however, revealed an iron deficiency despite the transfusions. The patient was discharged from the hospital on (B)(6) 2015 on iron sulfate, diuretics, baby aspirin and coumadin with close anticoagulation monitoring. The patient refused a recommendation for 24 hour home assistance or to be placed in a long-term care facility, and did not want to pursue further gastrointestinal evaluation in the outpatient setting. The patient was discharged to home per request, entered hospice care on (B)(6) 2015, and expired on (B)(6) 2015.

Manufacturer narrative:
The intermacs information indicated the pump was exchanged. No information was previously received via device tracking from the user facility regarding a pump exchange. Confirmation/additional information regarding the event was requested from one of the user facility's cardiothoracic transplant specialists who reported that according to his records, this patient still has his original pump, has not had a pump exchange, and was not in the hospital during the month of march. The user facility cardiothoracic transplant specialist that was contacted continues to attempt to determine clarification. Approximate age of device ¿ 4 months. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). The data in this medwatch report reflects the information provided on the intermacs form. As noted above, clarification has been requested from the user facility, but has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.